Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp tubing alarm was noted. It was also reported that the cassette was replaced but the alarm persisted. No patient consequences were reported. No adverse effects were reported.